Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for non-malignant pain and degenerative disc disease/herniated disc pain reported they had bad allergies and they would get shocked if they sneezed, raised their voice, coughed, or clapped. The patient also had a hernia and got really bad gas that would trigger the shocking. The device had been off for six months because of the shocking and was now dead. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-nov-03. The patient stated that since implant their implant was giving them electric shocks so they turned it off and have no used it since. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had reprogramming done on 2015 (B)(6) and the patient was lost to follow up. The patient's weight was provided. No further complications were reported.